Event description:
It was reported before using the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, six (6) tubes were observed to have biological contamination and fill volume issues. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before using the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, six (6) tubes were observed to have biological contamination and fill volume issues. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 3195995 was satisfactory and no quality notifications were generated during manufacturing and inspection. In process checks are performed during manufacturing at designated intervals per procedures. Checks for fill volume were complete and within specifications per procedures. As part of the release criteria for this product, the bhr was reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and other complaints have been taken on batch 3195995. Retentions (100 tubes) were available for inspection. There were no fill volume or contamination defects observed in the 100 retention samples. Four photos were received for investigation of this complaint. Three of the photos show two mgit tubes, one normal fill, one appearing to be low fill. One photo shows a mgit tube with bubbles in the media. There were no returns available for investigation of this complaint. This complaint can be confirmed for low fill volume but not confirmed for contamination. No complaint trends for these defects have been identified; no actions are indicated at this time. Bd will continue to trend complaints for defects.